Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes microprocessor reset, loss of bidirectional telemetry link and failure to interrogate. An attempt to load the software was not successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received f10 - code 2203 - microprocessor reset